Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uternine bleeding") and pyelonephritis ("infection in the form of pyelonephritis") in an adult female patient who had essure (ess205) (batch no. 621801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included asthma, kidney stones, acute pyelonephritis, hypotension, fatigue, weakness, vomiting, dysfunctional uterine bleeding, slight fever and urinary tract infection. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage, pyelonephritis, pelvic pain, vaginal haemorrhage, dysmenorrhoea, migraine, headache, nausea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, migraine, nausea, pelvic pain, pyelonephritis, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 9-jul-2018: pfs+mr received: new events: vaginal haemorrhage, dysmenorrhoea, headache, nausea, depression, anxiety, pelvic pain, reporter, patient demographic information, product lot number, other relevant history, product stop date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and pyelonephritis ("infection in the form of pyelonephritis") in an adult female patient who had essure (ess205) (batch no. 621801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included asthma, kidney stones, acute pyelonephritis, hypotension, fatigue, weakness, vomiting, dysfunctional uterine bleeding, slight fever and urinary tract infection. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage, pyelonephritis, pelvic pain, vaginal haemorrhage, dysmenorrhoea, migraine, headache, nausea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, migraine, nausea, pelvic pain, pyelonephritis, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pyelonephritis ('infection in the form of pyelonephritis/ uti / urinary problems') and uterine haemorrhage ('abnormal uternine bleeding/ abnormal bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 621801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included asthma, kidney stones, acute pyelonephritis, hypotension, fatigue, weakness, vomiting, dysfunctional uterine bleeding, slight fever and urinary tract infection. Concomitant products included salbutamol (albuterol) since (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pyelonephritis (seriousness criteria medically significant and life threatening), fatigue ("fatigue") and anaemia ("anamia"), 3 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression/psych injury"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy/ rash/ skin condition/allergic reaction"), cystitis ("bladder infections / bladder problems") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pyelonephritis, dysmenorrhoea, migraine, headache, nausea, depression, anxiety, fatigue, anaemia, cystitis and vaginal infection outcome was unknown and the uterine haemorrhage, pelvic pain, vaginal haemorrhage, vaginal discharge and dermatitis allergic had resolved. The reporter considered anaemia, anxiety, cystitis, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, pyelonephritis, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: bladder infections, vaginal infections and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pyelonephritis ('infection in the form of pyelonephritis/ uti / urinary problems') and uterine haemorrhage ('abnormal uternine bleeding/ abnormal bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 621801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, abdominal pain and menorrhagia. Concurrent conditions included asthma, kidney stones, acute pyelonephritis, hypotension, fatigue, weakness, vomiting, dysfunctional uterine bleeding, slight fever and urinary tract infection. Concomitant products included salbutamol (albuterol) since (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pyelonephritis (seriousness criteria medically significant and life threatening), fatigue ("fatigue") and anaemia ("anemia"), 3 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression/psych injury"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy/ rash/ skin condition/allergic reaction"), cystitis ("bladder infections / bladder problems") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pyelonephritis, dysmenorrhoea, migraine, headache, nausea, depression, anxiety, fatigue, anaemia, cystitis and vaginal infection outcome was unknown and the uterine haemorrhage, pelvic pain, vaginal haemorrhage, vaginal discharge and dermatitis allergic had resolved. The reporter considered anaemia, anxiety, cystitis, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, pyelonephritis, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: insertion details-left 3 right-8 coils were seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical records received- new reporter, medical history,insertion details were added.fu received. No new significant change made in medical context of case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pyelonephritis ('infection in the form of pyelonephritis/ uti / urinary problems') and uterine haemorrhage ('abnormal uternine bleeding/ abnormal bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 621801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, abdominal pain and menorrhagia. Concurrent conditions included asthma, kidney stones, acute pyelonephritis, hypotension, fatigue, weakness, vomiting, dysfunctional uterine bleeding, slight fever and urinary tract infection. Concomitant products included salbutamol (albuterol) since (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pyelonephritis (seriousness criteria medically significant and life threatening), fatigue ("fatigue") and anaemia ("anamia"), 3 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression/psych injury"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy/ rash/ skin condition/allergic reaction"), cystitis ("bladder infections / bladder problems") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pyelonephritis, dysmenorrhoea, migraine, headache, nausea, depression, anxiety, fatigue, anaemia, cystitis and vaginal infection outcome was unknown and the uterine haemorrhage, pelvic pain, vaginal haemorrhage, vaginal discharge and dermatitis allergic had resolved. The reporter considered anaemia, anxiety, cystitis, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, pyelonephritis, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: insertion details-left 3 right-8 coils were seen quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uternine bleeding") and pyelonephritis ("infection in the form of pyelonephritis") in a (B)(6) female patient who had essure (ess205) (batch no. 621801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included asthma, kidney stones, acute pyelonephritis, hypotension, fatigue, weakness, vomiting, dysfunctional uterine bleeding, slight fever and urinary tract infection. Concomitant products included salbutamol (albuterol) since (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 3 months after insertion of essure (ess205), the patient experienced pyelonephritis (seriousness criterion medically significant), fatigue ("fatigue") and anaemia ("anamia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage, pyelonephritis, vaginal haemorrhage, dysmenorrhoea, migraine, headache, nausea, depression, anxiety, fatigue and anaemia outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, pyelonephritis, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received : new events, "fatigue, anemia" were added. Outcome of event, "pelvic pain" was updated to "recovering/resolving". Concomitant medication was added. Onset date was added. Reporter information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding/ abnormal bleeding') and pyelonephritis ('infection in the form of pyelonephritis') in a 29-year-old female patient who had essure (ess205) (batch no. 621801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included asthma, kidney stones, acute pyelonephritis, hypotension, fatigue, weakness, vomiting, dysfunctional uterine bleeding, slight fever and urinary tract infection. Concomitant products included salbutamol (albuterol) since (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pyelonephritis (seriousness criteria medically significant and life threatening), fatigue ("fatigue") and anaemia ("anaemia"), 3 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and dermatitis allergic ("allergy/ rash/ skin condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage, pelvic pain, vaginal haemorrhage, vaginal discharge and dermatitis allergic had resolved and the pyelonephritis, dysmenorrhoea, migraine, headache, nausea, depression, anxiety, fatigue and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, pyelonephritis, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events vaginal discharge, dermatitis allergic. Outcome of events uterine haemorrhage, vaginal haemorrhage, pelvic pain updated to resolved. Outcome of dermatitis allergic and vaginal discharge provided as resolved. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and pyelonephritis ("infection in the form of pyelonephritis") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pyelonephritis (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent hysterectomy due to complications from essure device). At the time of the report, the uterine haemorrhage and pyelonephritis outcome was unknown. The reporter considered pyelonephritis and uterine haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.